Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 10mm amplatzer septal occluder was selected for implant using a 9f amplatzer torqvue delivery system to treat a post-infarction ventricular septal defect (pivsd). During implant the disc of the occluder took on a cobra shape when pushed out within the left ventricle. The occluder was not released from the delivery cable. The occluder was removed and replaced with a new 25mm amplatzer multi-fenestrated septal occluder - cribriform. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, one image was received showed a copra-like shape deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU), the recommended sheath size to be used with 8mm amplatzer septal occluder is 6f.